Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e213 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e213 for the reported complaint issues shows no trends. Trends were reviewed for complaint categories, drive tube leak/break, noise, and low hemoglobin. No trends were detected for these complaint categories. From a device perspective, there was a device malfunction. This case is reportable as a MDR due to the device malfunction and since there is no way to rule out the device as a contributory factor for the patient's drop in hemoglobin this case will also be reportable as an adverse event as well. There was also the medical intervention of the transfusion that was administered to the patient. The medical intervention of the transfusion was required due to the patient's adverse event of low hemoglobin. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: anemia. This adverse event is due to the reportable malfunction of the drive tube leak/break, which is only associated with the kit. Thus this ae will only be reported against the kit. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a drive tube leak/break during a treatment procedure. The customer stated that the drive tube leak/break occurred during the buffy coat collection phase of the treatment after 1505ml of whole blood processed. The customer reported that there was a big noise but no alarms during the drive tube leak/break. The customer stated that the treatment was aborted with no return of blood/products to the patient. The customer reported that the patient was in stable condition. The customer stated that the patient received an unexpected transfusion of one concentrate of erythrocytes. On (B)(6) 2017, the customer reported that the transfusion was due in part to the patient's low hematocrit (hct), 27%, before the start of the treatment. The customer stated that they also measured the patient's hemoglobin (hgb) both before, 96g/l, and after, 69g/l, the treatment and found that the patient's hemoglobin level had decreased after the aborted treatment. The customer reported that the patient received one bag of erythrocytes concentrate. The customer stated that they did not have the patient's hgb value after the transfusion. The kit was not returned for investigation. This MDR is for the adverse event, low hemoglobin. The reportable malfunction, drive tube leak/break, was reported under 2523595-2016-00029.